Event description:
The customer reported to vyaire medical that the vela ventilator received was having a screen delamination problem; the touch screen is non-responsive, preventing the customer from accessing event logs and hours. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device/component was not returned for evaluation. Therefore, no root cause could be determined. However, the customer placed a part order. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire medical was able to duplicate the issue and visually inspect the touch screen/display assembly, discovering the touch screen to be delaminated/fluid ingress between the touch screen film and the lcd display as reported. Installed the front panel on a known good vela unit and tried to power it up, the touch screen was unresponsive to touch input. This was a known issue addressed by eco 82509."